Event description:
The customer reported that a hlx3004dfv light head broke away from its spring arm. The cupola remained attached to the spring arm by its cables and fell a few minutes later. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
This report is submitted as the 3000 series light shares a common design with devices marketed by maquet in the united states. The hanaulux 3000 series is not sold in the united states. A field service technician visited the hospital and found the front pivot of the spring arm broken. He replaced the spring arm with a new one and returned the unit to service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.